Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-00112, related manufacturer reference number: 2017865-2021-00113. It was noted that patient presented experiencing pocket erosion. Upon inspection, it was noted that the patient developed an infection and the pacemaker and leads were visible due to pocket erosion. During the procedure, it was noted the right ventricular and atrial leads failed to disconnect and were cut. The pacemaker system was explanted. The patient was in stable condition before, during, and after the procedure.